Manufacturer narrative:
(B)(4). Guide wire: forte floppy; dilatation catheter: apex; guiding catheter: cordis shinobi.there was no reported product deficiency. The reported patient effect of myocardial infarction (mi), as listed in the promus instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that the patient underwent a two stage procedure. The first procedure was performed in (B)(6), during which the patient was implanted with three non-abbott stents in the mid and distal right coronary artery. The procedure was successful and the patient was discharged on (B)(6) 2010. On (B)(6) 2010, the patient underwent the second procedure to treat the left circumflex artery, during which one 2.75 x 15 mm promus stent was implanted. Post procedure, on (B)(6) 2010, the patient developed an increase in cardiac enzymes consistent with a myocardial infarction. No treatment was performed and the event resolved on (B)(6) 2010 without residual effects. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.